Event description:
This past wednesday evening around 9pm I had the unfortunate experience of having my pump fail on me. This is something I had never experienced with prior pumps, but have since experienced twice within the last 3 months with tandem. I immediately called their 24/7 customer line and was left on hold for over an hour never receiving an answer. The next morning I tried again and was told the best they could do for me was to send a replacement friday the following day. They also mentioned that their warehouses close at 4pm and they would have been unable to send it to me regardless. We are now 36 hours into me not being able to properly medicate myself. I feel that tandem is grossly unprepared to deal with emergency situations as I have described above. Due to this, I spent 36 hours with little to no sleep and continually but unsuccessfully fighting to meet my target blood glucose readings and now adjusting my work schedule to accommodate my health. I am currently in the process of finding a new pump to switch to. I do not feel that tandem understood the severity of the issue I was facing, and has failed to implement processes and plans that may have reduced the lead time to receive a replacement pump. This is absolutely unacceptable for a product that thousands depend on to treat themselves every day.